Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastric sleeve procedure, after loading the handle and the adapter of the device, the reload was attached during the calibration, it was articulating on its own. After it stopped they took the reload to office and they tried it again and it would go left when pushing the button to articulate right and would go right when pushing the button to articulate left.